Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported noise; system fan was noisy. Analysis also confirmed the left keyboard hinge and power cord bay were broken. Analysis also found the power supply was contaminated. It was noted the stylus was missing. (B)(4).

Event description:
It was reported there were noises heard during boot up that is abnormal. Broken parts within programmer were suspected. It was also reported the programmer keyboard and rear were in undesirable condition as well. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.